Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device does not recognize the battery. A second battery was installed and it was also unrecognized by the device. There was no patient involvement.